Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated and was admitted to the hospitalized. Intravenous insulin/fluids were administered. Reportedly, customer did not remove the air from the cartridge during the loading process and customer did not prime the infusion tubing until 3 drops of insulin were observed. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information from the customer, no reply was received.